Event description:
This is a spontaneous report by a baxter employed nurse from (B)(6) of refused mask and bacterial peritonitis with culture positive for streptococcus in a patient (B)(6) coincident with dianeal, unknown, ultrabag therapy. On (B)(6) 2011, the patient began receiving dianeal, unknown, ultrabag (dose, frequency, and lot number not reported) intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). On an unspecified date, the event of refused mask was noted. On (B)(6) 2011, the patient experienced peritonitis manifested by cloudy effluent that led to hospitalization on (B)(6) 2011. The patient was treated with unspecified antibiotics for the bacterial peritonitis. By the time of reporting, the event of bacterial peritonitis was resolving and the outcome of the event of refused mask was not reported. Dianeal, unknown, ultrabag was continued with dose unspecified. Concomitant medications were not reported. The event of bacterial peritonitis was assessed as not related to dianeal ultrabag therapy. The reporter further commented that the bacterial peritonitis was caused by the event of refused mask. A causality assessment was not provided for the event of refused mask in relation with dianeal ultrabag therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of this incident was determined to be user error-break in aseptic technique.